Manufacturer narrative:
September 24, 2015 03:55 pm (gmt-4:00) added by (B)(6): further information about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator shut down during ventilation of a patient. There was no patient harm. (B)(4).

Manufacturer narrative:
The investigation is finalized. Our field service engineer inspected the ventilator on-site and found that the pins on the control cable were broken and stuck to the connecting printed circuit board. The broken parts were replaced and the ventilator system were successfully tested and returned to service. The replaced parts have not been investigated to determine why they broke. The device log files have been erased, therefore the reported shutdown can not be confirmed. The consequence of a broken pins on the control cable will be that the user interface is blank and the monitoring of the of the patient values is not possible. However this will not interrupt the ongoing ventilation. This was most likely interpreted as a shutdown by the user at the time of event.

Event description:
(B)(4).